Event description:
It was reported the device has intermittent power-on failure. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). It was also noted that the main pcb was corroded, the upper case and lower case was broken and corroded, the side bail covers and ring cover were broken, the ring and side bails were missing, the lead flex cover, encoder flex and battery flex were corroded, the liquid crystal display (lcd) was missing segments and was corroded.